Event description:
When the customer is using the dialyzer customer observed a broken fiber. The dialyzer had not been reused. The customer was using the tina hemodialysis machine. There was a little blood lost, but the exact amount is not known. There was no pt injury or medical intervention associated with this event.